Manufacturer narrative:
The explant date was inadvertently entered as (B)(6) 2019 in the initial report, it should have been (B)(6) 2019.

Event description:
It was reported that patient experienced ineffective therapy. Reportedly, it was later confirmed via x-rays that the lead had migrated. Reprogramming was done but to no avail. Patient underwent surgical intervention on (B)(6) 2019 wherein, the lead was explanted.